Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 29-nov-2017 with the following findings: a review of the pump's black box showed no evidence of communication alarms or abnormal use. During testing, the pump successfully completed the ez prime test with no call service alarms concurring. The battery cap was not returned with the pump. A test battery cap was used during testing and able to properly fasten to the pump. The pump cover was removed and there was no evidence of moisture or damage to the internal components. The original complaint of a call service alarm/communication issue could not be duplicated. There was no defect found.